Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose level was affected, reaching an exceptionally high level, although the specific value was unknown and displayed as "high." To address this, the customer used a corrective injection via multiple daily injections (mdi). Reportedly, the customer reverted to an alternate method insulin therapy.